Manufacturer narrative:
Product complaint # (B)(4).this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that instruments were broken upon inspection. Inhance offset taper adapter trial plastic was broken at attachment lip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that instrument were broken upon inspection. Enhance offset taper adapter trial plastic was broken at attachment lip. Enhance baseplate inserter rod was cross threaded. Enhance glenosphere inserter tip was broken. Universal stem insert handle struggled to attach and then could not remove attachment. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the returned sample revealed that offset taper adapter trial has broken on the plastic bottom ring. The broken fragment was not received. No other issues were identified. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces during the assembling or disassembling process of the offset taper adapter trial, per enhance¿ shoulder system anatomic surgical technique with hybrid glenoid addendum (103832905 rev b) page 15 and 18, section humeral head trial assembly: to assemble the two components, orient the offset taper adapter trial so that the taper and laser line are facing up. Align the laser mark on the offset taper adapter trial with the c and laser line on the underside of the humeral head trial so that the flexible nub on the offset taper adapter trial sits with the notch on the underside of the humeral head trial marked c. Then apply pressure to snap the two components together. To remove the humeral head trial, assemble the head distractor to the impactor handle and place between the resection and the humeral head. To remove the offset taper adapter trial from the humeral head trial, rotate the offset taper adapter trial counterclockwise until the ramps unlock it from the head. Once the offset taper adapter trial reaches the e = eject position, it will engage the ramp and come out of the humeral head trial. The overall complaint was confirmed as the observed condition of the offset taper adapter trial would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to unintended user error. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.